Manufacturer narrative:
Failure analysis revealed the insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. The device was monitored and no constant tone or audio/beep anomaly noted during testing. All buttons functioning properly and no damage on the keypad assembly found. Inspected the connector on the lcd and no unlock keypad connector noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported hearing a constant tone after a battery change. Customer also stated that they received a low battery alarm and is unable to clear the alarm due to unresponsive buttons. Customer further stated that they are unable to rewind the insulin pump due to the unresponsive keypad. Customer's current blood glucose reading is 151 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.